Manufacturer narrative:
(B)(4). Evaluation results: sample loader (reset). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. The cell-dyn 4000 system operator's manual, list number 01h25-01, revision m, under section 9, service and maintenance, pages 9-56 through 9-58, provides guidelines for as-needed maintenance procedures. Bar code reader window cleaning is advised as part of troubleshooting bar code misreads. The rack number is only read once as the rack passes in front of the barcode reader, and then for the next 10 samples (maximum number of tubes in a single rack) the rack in identified with that rack number. The scanner operates correctly if the sensing beam is the correct distance from the labels and the sensor can "see" all bars and spaces in the barcode. A sample loader scanner may not scan reliably if the focus is not optimal, and the light pathway is not clear enough to read all the bars and spaces. A dirty barcode reader, a dirty, worn, or damage barcode label can also cause a misread. The manual advises the operators to clean the racks. In addition, occasional dust or debris can "blind" the sensor causing the reader to misread a label. A review of tracking and trending found no adverse trend. These were the most recent reports. Based on this investigation, no product deficiency was identified for the cell-dyn 4000, list number 01h01-01, for the complaint issue. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that when processing patient samples using a cell-dyn 4000 analyzer, that the barcode on a rack containing 10 patient samples was incorrectly read as rack #32 when the correct rack was #28. Individual patient ids and patient names were not affected by this issue. No patient data was incorrectly assigned and no adverse impact to patients were reported, due to this issue.